Event description:
Product analysis for a generator was completed and approved. Review of the data downloaded from the pulse generator shows an indication of increased impedance; the ¿diagvinitialprechange¿ value of 8364 ohms, the ¿diagvinitialpostchange¿ value of 21538 ohms, and the time of change detection (B)(6) 2017 (explant (B)(6) 2017). Because the change in impedance was high at prechange it is unknown if impedance was high before the explant surgery. Attempts were made for pre-op diagnostics. The last recorded diagnostics were stated to be 5552 which would be indicative of high impedance pre-op. No known surgical intervention on the lead has occurred to date. No additional or relevant information has been received to date.